Event description:
Intraarticular injection for osteoarthritis right knee. Two days later pt had pain, swelling in knee. Admitted to hosp to rule out infection. No growth on cultured knee arthroscoped and flushed. Dose 2ml once.